Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed the ops test. There was no patient involvement reported.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during testing. Solder contact pins common to connector j16 had lifted off the solder lands due to cold solder and/or physical stressing of the solder joints during the use of the device.